Event description:
The customer reported that while pipetting an hiv I/ii plate on summit the technician received an error indicating that the secondary rack was blocked. After performing maintenance, it was observed that rows a and c of the microwell plate had double-pipetted fluid into the wells. No death or serious injury was associated with this incident.